Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as an invalid lot number was provided.

Event description:
It was reported that the patient¿s blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod on the abdomen between 25 and 36 hours. The patient stated that multiple daily insulin injections of insulin (mdi) was administered in an attempt to reduce the elevated glucose levels, which resulted in improvement. The patient attributed the event to the presence of scar tissue on the abdomen. No medical assistance was required. A new pod was applied.